Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The hard drive, intelligent shut down device board, image processor board, and video control board were replaced. The system was tested and is operating as intended.

Event description:
The customer reported that a files corrupted/lost images error message was displayed on the 9900 system. No pt injury was reported.